Event description:
String torn apart, and it cannot be removed- tampon [foreign body in reproductive tract] tampon¿s string torn apart [device breakage] tampon¿s string torn apart, and it cannot be removed [complication of device removal]. Case narrative: consumer reported via phone that the tampon string tore apart and she was unable to remove it. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String torn apart, and it cannot be removed- tampon [foreign body in reproductive tract]. Tampon¿s string torn apart [device breakage]. Tampon¿s string torn apart, and it cannot be removed [complication of device removal]. Case narrative: consumer reported via phone that the tampon string tore apart and she was unable to remove it. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.